Event description:
It was reported that "after punction and guidewire removal, it was difficult to remove the catheter and it broke".

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reuh0019 showed no other similar product complaint(s) from this lot number.